Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer; customer is not able to speak. The customer is concerned with tests results from results obtained of 148, 228, 245, 218 and 196 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 05/29/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history: result 1:184mg/dl (B)(6) 1:13pm non fasting; result 2:148mg/dl (B)(6) 12:04pm fasting; result 3:228mg/dl (B)(6) 9:03pm fasting; result 4:245mg/dl (B)(6) 4:47pm fasting; result 5:218mg/dl (B)(6) 4:46pm fasting; result 6:196mg/dl (B)(6) 10:17am fasting. Complaint details daughter called since the father cannot speak. He has had a kidney transplant awhile ago and when going to the dr couple weeks ago the results his daughter said were fine but the dr did not give them any numbers as how fine the results were. But the dr told the customer the meter is not working correctly to get it replaced by the company. He also went to his regular physician that also told him his blood results were fine. No numbers were provided. No medication change and no a1c results. Daughter wants the meter and strips replaced.